Event description:
As reported by the user facility; clip did not deploy to cover tip of needle, remaining on shaft of needle. Nurse received needlestick injury. Patient tested, needlestick injury protocol followed. Additional information received from the facility indicated that the nurse is fine and all protocol blood work testing performed was negative. The actual sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturer to evaluate. A photocopy was returned depicting a needle with the safety clip located on the shaft and not covering the needle. However, the photograph was not discernible and a distinct evaluation could not be determined. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries.